Manufacturer narrative:
(B)(4). The unit passed all functional tests without an intermittent failure; however, upon visual inspection solder defects were identified on the front pcb and main pcb boards. These boards were replaced.

Event description:
Received a report that the n-560 is intermittently missing segments on the saturation portion of the display. The failure happened during preventive maintenance when the device was not being used on a patient.